Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Atrial lead damage was suspected but could not be confirmed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.